Event description:
It was reported that a patient experienced an elevated glucose level and also line blocked alarm, it troubleshooted by changing infusion site. Upon further investigation, it was observed a bent cannula. This malfunction makes the event reportable. There are patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The lot history file was reviewed and no nonconformities were identified. One used product was returned for evaluation. Upon inspection, the device exhibited a bent cannula. A functional test was performed. During occlusion testing, no free flow was detected in the affected device, and an obstruction were resolved by priming the device. The reported issue was confirmed, the probable cause was determined to be a solvent application error during assembly.